Event description:
It was reported that patient faced an infusion set fell off during use on (B)(6) 2026. The infusion set was in use for one day. The blood glucose was high and got treated with correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.